Event description:
A reservoir volume higher than expected in the pump was observed. It was discovered that the physician had used a suturing technique that was inconsistent with our instructions for use. The pt had a catheter revision surgery on (B)(6) 2014. The volume continued to be higher than expected. The pt had the pump explanted on (B)(6) 2014.

Manufacturer narrative:
Details regarding this issue were clarified on (B)(4) 2014. (B)(4).